Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm occurred immediately after a battery change. The customer¿s blood glucose was 150 mg/dl at the time of incident. The customer also reported that insulin pump was not stop beeping and also had insulin flow block alarm. Customer states the insulin exited. The insulin pump will not be returned for analysis.